Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿a small umbilical hernia containing omentum was noted. The hernia was repaired by placing a piece of ventralex mesh was rolled up and placed into the peritoneal cavity in which the textured side was against the abdominal wall and the smooth side was against the bowel.¿ (B)(6) 2009 and (B)(6) 2010 - patient visited hospital for abdominal pain. Between (B)(6) 2015 - patient had multiple hospital visits for abdominal pain and cellulitis. (B)(6) 2015 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent repair with removal of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿the hernia sac was sharply dissected. The mesh was carefully excised from the fascia and two pieces of mesh were removed. A piece of synthetic mesh was sutured to the fascial edges and sutured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, foreign body reaction and mesh was excised from the underlying portion of the bowel.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh, patient was diagnosed with hernia recurrence, cellulitis and abdominal pain thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.